Event description:
Event description guidant received information that this lead, which was implanted 2 weeks ago, has fractured. This was confirmed by x-ray. The impedance readings are greater than 2500 ohms. The lead was successfully explanted and replaced without issue. There were no adverse patient effects. The lead has been returned for analysis.